Manufacturer narrative:
Evaluation summary: based on the received x-rays the reported event of the hook backed out could be confirmed. The complaint history was reviewed and similar events revealed that there is enough length of the hook remaining extruded in the femoral head to give sufficient support against backing out of the pin system. Similar events were reviewed by two experienced trauma surgeons. Both independently stated that such an event has no impact on the performance and the safety of the device. The outcome of the patient is not affected by such a little back out. No further action is required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2014, the patient underwent the surgery with the hansson pin system. On (B)(6) 2014, the surgeon found that the hook was backed out (about 2mm). The surgeon is monitoring the patient.

Event description:
On (B)(6) 2014, the patient underwent the surgery with the hansson pin system. On (B)(6) 2014, the surgeon found that the hook was backed out (about 2mm). The surgeon is monitoring the patient.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report.